Event description:
This complaint is now reportable based on the analysis completed on 10/10/2008. It was reported that while preparing for an unspecified procedure, the guide wire end was "frayed". While unpacking a back-up meier .035" 300cm ex, flex c tip guide wire, it was noticed that the end was "frayed". The device did contact the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "ok". Returned product analysis revealed that the core wire was fractured, the coils elongated and the coating compromised.

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device found that the unit was received in two segments. The device was received with the core wire fractured and elongated coils, and missing coating at spring tip. The distal segment analysis found that the fracture was caused by a torsional type overload assimilated during retrieval of the guide wire from its protective hoop. The core wire fracture resulted on the spring elongation, which caused the ptfe coating to lose its integrity. The device history record was reviewed and no issues were noted. The most probable root cause of the reported complaint is determined to be handling damage.